Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock lead impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming options and to perform defibrillation threshold (dft) testing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock lead impedance measurements of greater than 200 ohms. Technical services (ts) recommended programming options and to perform defibrillation threshold (dft) testing. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.